Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer did not feel safe with their insulin pump. Customer reported that their insulin pump would heat up and their insulin would turn into gel in their reservoir. It was found these issues would call no delivery alarms on the customer's insulin pump. The customer's blood glucose was 225 mg/dl. Troubleshooting found the customer tried all remedies for their no delivery alarms. Customer also stated their tubing was not bent or kinked. The customer was advised their insulin pump will be replaced. No additional information provided.